Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced low blood glucose, which resulted in a hospitalization on (B)(6) 2021. Blood glucose reading was in range 2-3 mmol/l. The customer was treated with a glucagon and rushed to the hospital. The customer also experienced cramps and loss of consciousness. On (B)(6) 2021, the customer experienced low blood glucose of 2.2 mmol/l which was treated with glucose tablets. The customer's current blood glucose was 11.2 mmol/l. The customer reported that the insulin pump did not alarm with audio. Troubleshoot was performed for audio test and self-test, which the insulin pump passed. The customer was on insulin pump system within 48 hours of the low blood glucose levels. The auto mode feature was active at the time of the incident. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed set.

Manufacturer narrative:
Retainer ring = clear on (B)(6) 2021, the customer alleged called for ems dispatch and visited to the ER for low bg . Also, didn´t alarm with audio and not vibrating. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and cracked retainer during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. Pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Device vibrated properly during the self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio anomalies noted during testing. However, pump error 63 alarm during the self test and confirmed in the pump history (variableinfo=03) on (b)(6_2021 at 23:45:45 and 23:47:20. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The original electronic assembly, motor, internal battery, force sensor was installed in a test case and keypad. Perform the self test and no pump error 63 alarm noted. Peeled off the keypad overlay for visual inspection on the keypad traces and dome switches and no moisture damage noted. However, found broken trace at u1 pin 6 on the keypad assembly. The force sensor offset measured (23.3 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, pump passed all required testing. Unable to verify customer alleged for low bg. The force sensor is within specification and the motor functioning properly. Customer alleged not confirmed for pump didn't alarm with audio and not vibrating. Pump error 63 alarm during the self test and confirmed in the pump history (variableinfo=3) due to broken trace at u1 pin 6. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information related to the summary has been updated and provided with this report in section b5. Date of event information has been updated and provided with this report in section b3.

Event description:
Customer's mother reported that the customer was transported to the emergency room by emergency medical services due to a low blood glucose of 2.2 mmol/l and loss of consciousness on november 21, 2021 at 04:30 am. There was no hospitalization. Only event date is november 21, 2021. The customer's mother stated that the insulin pump did not alarm or vibrate alerting the customer of the low blood glucose. During troubleshooting the insulin pump passed the self-test and audio test. The reporting party stated the insulin pump, sensor, and auto mode feature were used at the time of the event.